Event description:
Penile prosthesis first inserted in 2002. Had problems with pain and inability to deflate prosthesis. Surgery done in 2003 to repair dysfunction of tubing. Now with intractable pain with prosthesis, scrotal pain and swelling, and dysfunction of prosthesis. Prosthesis removed 2 months later. Pre-op diangosis: dysfunctional penile prosthesis with intractable pain in perianal and rectal area. Post-op diagnosis: dysfunctional prosthesis & possible microabscess formation around tubing on ischial spine on base of prosthesis.